Manufacturer narrative:
Results: the velocity was fractured approximately 59.0 cm from the hub. Conclusions: evaluation of the returned velocity confirmed that the catheter was fractured. If the velocity is forcefully manipulated against resistance or is otherwise mishandled during use, damage such as a fracture may occur. No other devices associated with the complaint were returned for evaluation. Therefore, the root cause of resistance could not be determined. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left m1 segment of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), a penumbra system jetd reperfusion catheter (jetd), a non-penumbra sheath and, a non-penumbra stent retriever. During the procedure, the physician inserted the sheath, jetd and velocity into the patient. The physician then experienced resistance while advancing the stent retriever through the velocity and, therefore, the stent retriever was removed. The physician then advanced a new stent retriever through the velocity; however, experienced resistance again within the velocity. Therefore, the stent retriever was removed. The physician then decided to remove the velocity; however, upon removing the velocity, the physician realized that only the proximal one fourth of the velocity came out and the remainder of the velocity broke off inside of the jetd. The physician then removed the jetd in an attempt to retrieve the broken portion of the velocity, but it was unsuccessful. Finally, the physician removed the sheath and was able to get the velocity to expose out of the access site. The physician then used forceps and removed the remainder of the velocity. The procedure was completed using a new microcatheter, a new sheath with the same jetd and stent retriever resulting in a thrombolysis in cerebral infarction (tici) 3. There was no report of an adverse effect to the patient.